Manufacturer narrative:
A code recorded on two (2) occasions at 17:50pm on (B)(6) 2017, indicates that the protocol being scheduled by the user could not be run in retort a because none of the bottles designated for <ethanol> contained reagent at a concentration either at, or above, the minimum required for use as the final reagent. The following information was also displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 6." At 17:52pm on (B)(6) 2017, bottle 6 (ethanol) was not in contact with the corresponding sensor for seven (7) seconds, which is not sufficient time to replace the reagent; and the properties of reagent station were reset at 17:52pm on (B)(6) 2017. The properties of the reagent in bottle 6 prior to this action were: ethanol concentration=78.9%, cycles-93, cassettes=6472 and days=76. Although the user affirmed in the instrument software that the reagent concentration in bottle 6 (ethanol) was to be set to 100% at 17:52pm on (B)(6) 2017, the actual concentration of reagent in bottle 6 (ethanol) remained unchanged at 78.9% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 6 (ethanol) was used for the final dehydration step of seven (7) protocols which either started or completed between (B)(6) 2017 as follows: the "factory 2 hr xylene standard" protocol started in retort b at 17:48pm on (B)(6) 2017, which completed at 03:59am on (B)(6) 2017; the "factory 6 hr xylene standard" protocol started in retort a at 17:54pm on (B)(6) 2017, which completed at 03:59am on (B)(6) 2017; the "factory 2 hr xylene standard" protocol started in retort b at 09:05am on (B)(6) 2017, which completed at 11:15am on (B)(6) 2017; the "factory 2 hr xylene standard" protocol started in retort a at 19:29pm on (B)(6) 2017, which completed at 07:00am on (B)(6) 2017; the "factory 6 hr xylene standard" protocol started in retort b at 00:55am on (B)(6) 2017, which completed at 0:33am on (B)(6) 2017; the "factory 2 hr xylene standard" protocol started in retort a at 07:20am on (B)(6) 2017, which completed at 09:30am on (B)(6) 2017; and the "factory 6 hr xylene standard" protocol started in retort b at 09:53am on (B)(6) 2017, which completed at 16:27pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the seven (7) protocols which either started or completed between (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 17:52pm on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that "under processed tissue" had been identified from a weekend run. Further information provided to a leica representative by the complainant stated that: "at this time we believe it was a reagent replacement error specifically incorrect concentration of alcohol (not 100%) added at some point." On 08 may 2017, leica biosystems received information that a number of cases from this event were not diagnosable; and re-biopsy of some patients had occurred during the previous week. Specific details of the number of patients re-biopsied; and an identifier, age or date of birth and gender for each patient were requested. On may 15 2017, leica biosystems received information that three (3) patients had been re-biopsied. A further request for an identifier, age/date of birth and gender for each patient for whom re-biopsy has been performed was made. On 17 may 2017, leica biosystems (B)(4) received information from the leica representative assigned to provide applications support to the complainant that: "the lab manager stated she will have her report finished by the end of the week of the patient (sic) who were re-biopsied".

Manufacturer narrative:
The initial report for this event detailed that leica biosystems received information on (B)(6) 2017 a number of cases from this event were undiagnosable. Clarifying information provided by a leica biosystems representative indicates that this information was actually provided on (B)(6) 2017.